Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that they injected the patient with harmonyca¿ with lidocaine and skinvive¿ by juvéderm® and due to their lack of experience a nodule was caused that caused the patient pain. The hcp asked the patient to do massages to reduce the pain, however it did not seem to subside. During this the patient¿s pain did not subside so they decided to examine them today. The nodule is not visible; however, it can be felt.